Manufacturer narrative:
(B)(4). The aware date was erroneously reported as november 20,2015 where as on december 10, 2015 additional information was received that advised us the error message led to a pump stop. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).

Event description:
On (B)(6) 2016 09:13 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4).

Manufacturer narrative:
The customer initially indicated that the bubble alarm sensor inserts were the probable cause of the reported issue and wanted them to be replaced and investigated. However, they subsequently decided against returning the sensor inserts, have continued to use them without any issue and have confirmed that complaint can be closed. This follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that during set up/priming the bubble sensor alarm continues to go off constantly. (B)(4).